Manufacturer narrative:
The local sales representative indicated that this lead was discarded by the hospital staff. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged which was confirmed thru fluoroscopy. Additional information indicates that the physician noted a lack of left ventricular pacing on an in office electrocardiogram and requested a device check. The representative was unable to obtain left ventricular capture and noted significant variance in impedance and r ¿ wave amplitude measurements. This lv lead was explanted. No additional adverse patient effects were reported.